Event description:
It was reported that the customer's insulin pump has issues with battery longevity. It was also reported that the insulin pump occasionally makes a loud grinding noise during the rewind process. It was also stated that there is a crack starting at the reservoir window. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.